Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic with low r-waves. The lead was capped and replaced with no complications. Patient will be monitored.